Event description:
Additional information was received. No causes or contributing factors were identified for the kink, and no causes or contributing factors were identified for the failure to open. The pipeline failed to open in the middle section and was not placed in a vessel bend at the time of the failure to open. Resheathing was attempted as an additional step to open the pipeline. The kink was observed in the stent, not in the pushwire. No allegations were observed related to the marksman catheter.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. ¿ h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured left c5 aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone was 3.9 mm distally and 4.6 mm proximally. It was noted that the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the mid-segment of the flow-diverter stent could not be opened. Despite approximately 30 minutes of manipulation, deployment was unsuccessful, and the operator suspected kinking. The angiographic result post procedure showed patent blood flow. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marksman fa-55151-1030 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.